Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms. Reportedly, the customer was under normal temperature conditions when the alarms occurred. The customer's blood glucose level was 95 mg/dl. It was confirmed that the customer will continue using the pump for insulin therapy.